Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.